Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 424 mg/dl at the time of incident. Customer current blood glucose level was 242 mg/dl. Customer did not allege that insulin pump was under delivering. It was also stated that the air bubble was present in reservoir. The insulin pump will not be returned for analysis.